Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump stopped working and they changed battery thinking that was the issue but there were nothing on the screen. Customer did not called back with blank display after receiving new battery cap. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the display was blank currently. Customer stated that they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the battery compartment were neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.